Event description:
Pt reported that during most recent infusion their freedom pump started but stopped early in infusion. Pt has been on therapy for several months. Rph went through troubleshooting steps, and it is using good technique. Sending new pump. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: hizentra 20% pfs - 4gm. Hizentra indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.